Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jul2020.

Event description:
The customer reported a ventilator with an alarm led failure. There was no patient involvement.

Manufacturer narrative:
G4: 20oct2020. B4: 21oct2020. The customer had ordered a panel for the overlay and noted that the alarm light emitting diode (led) was not working during preventative maintenance. The customer had replaced the power switch overlay and had questions when the report came in on what test was required to be performed after the replacement. Multiple attempts were made to request additional information, and if the device has been returned to use, it has been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.